Event description:
It was reported that the device counted up the remaining volume during operation and automatically increased the volume of the cassette. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer reported problem was not confirmed. The pump was manually unlocked and changed per the event history log. No further action will be taken.